Event description:
On (B)(6), the patient cl was operated, a triathlon ts prosthesis. The patient had to have a revision of a primary prosthesis of ours, implanted in the year 2021 (I leave attached certificate of implants of the institution). The surgery ended successfully, the tibial component and the respective insert were changed. The femoral component was not changed, because it was not loose. Last night the surgeon contacted us, reporting that he had to operate on the patient, due to a dislocation. In this last intervention could not resolve the dislocation, the doctor said that the femoral component is not the femoral component is not compatible with the insert, that is very noticeable the difference of the size of the femoral the size of the femoral box, with the size of the insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed through medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. (Product under biological evaluation by clinic.) -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had a primary right triathlon total knee arthroplasty since I was able to see a radiograph with the implant in place. It is unclear whether the x-ray was of the first revision. I also can confirm that the patient underwent revision surgery since I was able to see a postop x-ray with the revision tibial components and poly insert in place. Regarding mismatch of the femoral component and tibial insert frankly I am not sure what they are describing. A ts poly insert is compatible with ps femur. It certainly does look larger but it fits perfectly within the box. It appears to me the revision was done because the tibial component became loose and extra osseous.' The root cause of this event cannot be determined with certainty. It is unclear why the primary implant had to be revised. It appears that the first revision implant became loose an extra osseous. The causes of this phenomenon are multifactorial including surgical technique, positioning and alignment of the implant as well as restoration of the kinematics and stability of the joint. Patient factors such as lifestyle, activity level and bmi. With the information provided, I would not assign any causality to the implants. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'on (B)(6), the patient cl was operated, a triathlon ts prosthesis. The patient had to have a revision of a primary prosthesis of ours, implanted in the year 2021 (I leave attached certificate of implants of the institution). The surgery ended successfully, the tibial component and the respective insert were changed. The femoral component was not changed, because it was not loose. Last night the surgeon contacted us, reporting that he had to operate on the patient, due to a dislocation. In this last intervention could not resolve the dislocation, the doctor said that the femoral component is not the femoral component is not compatible with the insert, that is very noticeable the difference of the size of the femoral the size of the femoral box, with the size of the insert'. A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had a primary right triathlon total knee arthroplasty since I was able to see a radiograph with the implant in place. It is unclear whether the x-ray was of the first revision. I also can confirm that the patient underwent revision surgery since I was able to see a postop x-ray with the revision tibial components and poly insert in place. Regarding mismatch of the femoral component and tibial insert frankly I am not sure what they are describing. A ts poly insert is compatible with ps femur. It certainly does look larger but it fits perfectly within the box. It appears to me the revision was done because the tibial component became loose and extra osseous.' The root cause of this event cannot be determined with certainty. It is unclear why the primary implant had to be revised. It appears that the first revision implant became loose an extra osseous. The causes of this phenomenon are multifactorial including surgical technique, positioning and alignment of the implant as well as restoration of the kinematics and stability of the joint. Patient factors such as lifestyle, activity level and bmi. With the information provided, I would not assign any causality to the implants. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6), the patient cl was operated, a triathlon ts prosthesis. The patient had to have a revision of a primary prosthesis of ours, implanted in the year 2021 (I leave attached certificate of implants of the institution). The surgery ended successfully, the tibial component and the respective insert were changed. The femoral component was not changed, because it was not loose. Last night the surgeon contacted us, reporting that he had to operate on the patient, due to a dislocation. In this last intervention could not resolve the dislocation, the doctor said that the femoral component is not the femoral component is not compatible with the insert, that is very noticeable the difference of the size of the femoral the size of the femoral box, with the size of the insert.